Event description:
This is a spontaneous case report received from a pharmacist on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 in association with novasure (tubal sterilization + menometrorrhagia). According to reporter, there was no problem at the moment of opening of the device in the uterus. On (B)(6) 2015, the patient experienced more pain than usual, but returned home. On (B)(6) 2015, an explorative laparoscopy was performed (suspicion of migration of essure +/- perforation). On (B)(6) 2015, a surgical revision (suture of small intestine with hysterectomy) and resection + ostomy were done. As clinical consequences health care professional reported (anapathological results): thermal necrosis of the small intestine and extension of the necrosis to the whole thickness of the stoma. Essure devices were removed and kept. Follow up (B)(6) 2015: follow up information received from the health authorities in (B)(6)(reference number 201503049). No further information was provided. Ptc investigation result received on (B)(6) 2015. Ptc global number 2015-008123 final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted in association with novasure procedure. Two days later, she was submitted to an explorative laparoscopy due to pain; physician suspected of migration of essure +/- perforation. Later, she underwent a hysterectomy; resection/suture of small intestine and ostomy. Pathology report revealed a thermal necrosis of the small intestine. The events were considered serious due to medical importance. Thermal necrosis is unlisted in essure's reference safety information, while the other event is listed. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure) and endometrial ablation procedures (e.g. Novasure). In this report, no information was provided about uterine findings during surgery/pathology report; however, given this event nature causality with essure cannot be excluded. Regarding bowel thermal necrosis, essure is inserted by hysteroscopy, no electrical energy is applied. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity; thermal injury to the bowel may occur when multiple therapy cycles are performed during the same attempt. Besides, if intrauterine electrical energy therapies are used in patients with essure, it is recommended to avoid contact with the insert (since it may conduct energy and cause localized patient injury). In this case, bowel necrosis extended to the whole thickness of the stoma; given this information and considering novasure as alternative explanation, causality between bowel thermal injury and essure is considered unlikely. This case was regarded as incident due to suspicion of essure perforation had led to an intervention. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow-up information received on 07-oct-2016 received from the gynecologist via medical communication: at the time of endometrium ablation by novasure method, there was complication. Uterus and fallopian tube necrosis were added as events. No other new medical information was provided. The list of device similar incidents contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed 320 cases. Peritonitis. The analysis in the global safety database revealed 8 cases. Gastrointestinal injury. The analysis in the global safety database revealed 44 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure inserted in association with novasure procedure. Two days later, she was submitted to an explorative laparoscopy due to pain; physician suspected of migration of essure +/- perforation. Later, she underwent a hysterectomy; resection/suture of small intestine and ostomy. Pathology report revealed a thermal necrosis of the small intestine. She had an intestinal perforation and peritonitis. The events were considered serious. Thermal necrosis and peritonitis are unlisted in essure's reference safety information, while the other events are listed. Uterine perforation may occur with any trans-cervical intrauterine procedure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this report, it was reported that placement of essure occurred without problem. Considering the positive temporal relationship, causality between the events, except for thermal necrosis, with essure cannot be excluded. Regarding bowel thermal necrosis, essure is inserted by hysteroscopy, no electrical energy is applied. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity; thermal injury to the bowel may occur when multiple therapy cycles are performed during the same attempt. Besides, if intrauterine electrical energy therapies are used in patients with essure, it is recommended to avoid contact with the insert. In this case, bowel necrosis extended to the whole thickness of the stoma. Considering novasure as alternative explanation, causality between bowel thermal injury and essure can be excluded. This case was regarded as incident due to the required intervention. Additionally, other serious (unlisted and unrelated) were added. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 28-may-2015. New reporter was added. The patient's concomitant condition included multiple sclerosis. Follow up information received on 09-jun-2015: no further information was received. Case considered closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 10-jun-2015 for the following meddra preferred terms: uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Peritonitis. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed spontaneous case report; refers to a female patient who had essure inserted in association with novasure procedure. Two days later, she was submitted to an explorative laparoscopy due to pain; physician suspected of migration of essure +/- perforation. Later, she underwent a hysterectomy; resection/suture of small intestine and ostomy. Pathology report revealed a thermal necrosis of the small intestine. She had an intestinal perforation and peritonitis. The events were considered serious due to medical importance. Thermal necrosis and peritonitis are unlisted in essure's reference safety information, while the other events are listed. Uterine perforation may occur with any trans-cervical intrauterine procedure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this report, it was reported that placement of essure occurred without problem. Considering the positive temporal relationship, causality between the events, except for thermal necrosis, with essure cannot be excluded. Regarding bowel thermal necrosis, essure is inserted by hysteroscopy, no electrical energy is applied. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity; thermal injury to the bowel may occur when multiple therapy cycles are performed during the same attempt. Besides, if intrauterine electrical energy therapies are used in patients with essure, it is recommended to avoid contact with the insert. In this case, bowel necrosis extended to the whole thickness of the stoma; given this information and considering novasure as alternative explanation, causality between bowel thermal injury and essure can be excluded. This case was regarded as incident due to the required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up received on 16-dec-2016: updated quality safety evaluation of ptc ptc global number: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the global safety database was performed on 20-dec-2016 for the following meddra preferred terms: uterine perforation: 362 cases. Gastrointestinal injury: 45 cases. Peritonitis: 8 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: a female patient had essure inserted and endometrial ablation in the same session. The next day she had severe pain and underwent explorative laparoscopy on suspicion of migration of essure/perforation. Intestinal perforation and peritonitis were diagnosed. She underwent hysterectomy and resection of small intestine. Pathology revealed thermal necrosis of the small intestine. Uterine and intestinal perforation are anticipated in the reference safety information of essure; thermal intestinal necrosis and peritonitis unanticipated. Gynecologist assessed the ablation procedure as cause of thermal necrosis. In this case the essure placement occurred without problems, but considering the nature of the events, causality for the perforations cannot be excluded. Essure is inserted by hysteroscopy without electrical energy. Novasure, in turn, is a bipolar electrode array; thermal injury to the bowel may occur when multiple therapy cycles are performed during the same attempt. If intrauterine electrical energy therapy is used in patients with essure, it is recommended to avoid contact with the insert. Considering novasure procedure as alternative explanation, causality between intestinal thermal necrosis and essure can be excluded. The case was classified as incident due to required intervention. A product quality defect could not be confirmed but considered plausible. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
Follow-up information received on 01-apr-2015: physician declared that the patient was taken care by her in the emergency units on the (B)(6) 2015, complaining of very strong pain following to a placement of essure followed of an endometrial ablation with novasure during the same operatory time. The placement of essure occurred without problem. After scanner it was found that the patient had an intestinal perforation and peritonitis. The tubes were burnt and the patient had to undergo a hysterectomy and a temporary ostomy was established. Company causality comment: this medically confirmed spontaneous case report; refers to a female patient who had essure inserted in association with novasure procedure. Two days later, she was submitted to an explorative laparoscopy due to pain; physician suspected of migration of essure +/- perforation. Later, she underwent a hysterectomy; resection/suture of small intestine and ostomy. Pathology report revealed a thermal necrosis of the small intestine. She had an intestinal perforation and peritonitis. The events were considered serious due to medical importance. Thermal necrosis is unlisted in essure's reference safety information, while the other events are listed. Uterine perforation may occur with any trans-cervical intrauterine procedure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. In this report, it was reported that placement of essure occurred without problem. Considering the positive temporal relationship, causality between the events, except for thermal necrosis, with essure cannot be excluded. Regarding bowel thermal necrosis, essure is inserted by hysteroscopy, no electrical energy is applied. Novasure is a bipolar electrode array used to create a thermal lesion on the interior surface of the uterine cavity; thermal injury to the bowel may occur when multiple therapy cycles are performed during the same attempt. Besides, if intrauterine electrical energy therapies are used in patients with essure, it is recommended to avoid contact with the insert. In this case, bowel necrosis extended to the whole thickness of the stoma; given this information and considering novasure as alternative explanation, causality between bowel thermal injury and essure can be excluded. This case was regarded as incident due to suspicion of essure perforation had led to an intervention. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information will be requested.